Manufacturer narrative:
The lead was returned and is undergoing laboratory analysis. This report will be updated when analysis is complete.

Event description:
Boston scientific received information that this lead was an attempted implant. It was reported that the pacing thresholds were too high and the lead's parameters were poor. Eventually the helix was not able to be retracted/extended. Another lead of the same model was implanted to complete the procedure. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead found that the helix mechanism was partially extended and dried blood/body fluid was noted in the helix housing. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Based upon the clinical observations and the laboratory findings, we believe that dried blood inside the helix housing may have contributed to the irregularity in helix function. The cause for the high pacing thresholds could not be determined; the lead passed electrical testing.